Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Bilateral salpingo oophorectomy-"bso on (B)(6) female with stage 4 endometriosis. Oozing from around left ovary/ cyst capsule observed. Surgeon stopped using the device after 5 failed attempts to coagulate. Tissue slipped from jaws on alarms 1,2,4 and 6." Applied medical received additional information from the sales rep via email on: the tissue slipped from the jaws during fusion, prior to transecting. Slight tension observed on alarms 1&2. Full bites of thickened tissue on alarms 4&6, no significant tissue tension witnessed. There were no alarms when the incomplete hemostasis was observed. The device ran through complete seal cycles and emitted positive feedback tones. Unresolved oozing from ovary/cyst capsule noted on last 4-5 activations. Type of intervention: surgeon finished case with ligasure blunt tip. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device key, the part of the device that connects to the generator. The device activation logs showed a total of forty-six activations. Of those, seven were "reactivate switch released" entries, which indicate premature release of the fuse button that can result in insufficient hemostasis. Premature release of the fuse button will result in an alarm by the generator and interruption of energy output; a safety feature by design. During additional testing, engineering confirmed that the mechanical and electrical properties of the device should have allowed the device to function properly during the procedure. Similar reports have shown that attempts to seal bundles of tissue that are too large may cause the tissue to slip out of the jaws of the device. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." The root cause of insufficient hemostasis could not be confirmed. The IFU states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate insufficient hemostasis.